Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 48.6 - 49.1cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate mode switches due to atrial lead noise oversensing were observed. The lead was explanted and replaced. The patient was stable.